Event description:
The accounts clinical engineer stated the bed is not giving a call to the nurses' station when the nurse call function is pressed.

Manufacturer narrative:
Repairs have not been completed.